Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to slightly loose motor support disk. Insulin pump unable to verify motor error alarms due to prime alarms. Motor tested outside of device and passed. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, battery tube threads, broken belt clip slot and minor scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported a motor error on customer's insulin pump. Customer's blood glucose was 177 mg/dl. Customer may have dropped the device because the belt clip slop is broken. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.